Event description:
It was reported that a flogard infusion pump was unable to turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of cannot turn on was confirmed as a damaged sensor printed circuit board (pcba) assembly. The root cause of the reported condition was due to the damaged sensor pcba. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow up MDR will be sent. If any additional relevant information is received, a follow up MDR will be sent.